Event description:
Device 1 of 4. Ref MFR reports: 1627487-2013-03009, 1627487-2013-03010, and 1627487-2013-03011. The pt received 2 scs leads with the same lot number. The pt received 2 pns leads with the same lot number. The pt reported, his scs system is no longer working. The pt also reported, he experienced heating while charging his scs ipg. Subsequently, the pt no longer wanted to recharge his scs ipg. Additionally, the pt reported having problems with system stimulation. On 08/01/2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.